Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. DHR review - part number: 352.311. Lot number: 5142944. Release to warehouse date: january 25, 2006. Manufacturing site is monument and supplied by (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the driver tip was found to be broken. No definitive root cause was able to be determined; however, based on the compliant description, the device failed because it was not fully seated when a load was applied. Per the technique guide, the extraction screwdriver is a component of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. The returned instrument was examined and the complaint condition was able to be confirmed as the driver tip was found to be broken. No definitive root cause was able to be determined however, based on the compliant description, the device failed because it was not fully seated when a load was applied. The relevant product drawings were reviewed during the evaluation. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and no complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an anterior cervical discectomy and fusion (acdf) surgery at c5-7 on an unknown date. The patient returned to the operating room on (B)(6) 2015 for revision surgery because of adjacent level cervical disease (alcd) at c3-5. During the procedure while the surgeon was removing the vectra t plate at c5 level, which had bone overgrowth on it, the screwdriver was not being properly seated and the tip of screwdriver sheared off. The fragment tip was retrieved. A similar instrument was available to successfully complete the procedure. Two screws were explanted and a plate was implanted at c5. There was no harm reported to the patient. There was no surgical delay reported. The patient was stable after this event. This is report 1 of 2 for (B)(4).